Event description:
The customer reported there was a strange order, a bad smell from the colonovideoscope scoop after washing twice during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a whitish foreign material was found inside the air/water cylinder.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿scoop strange odor, smell was not reported on the technical evaluation report. The device evaluation found a whitish foreign material was inside the air/water cylinder due to insufficient reprocessing. Additionally, watertightness was lost due to crack on the scope body, and damage on the up/down knob. The switch box had a scratch, the connecting tube was sticky, and the plastic distal end had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the whitish foreign material adhering to the air/water cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from between the s-body and u/d angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. ·IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.